Event description:
It was reported that "the scrub tech, said the device broke into 2 pieces. No more information was provided." Additional information has been requested.

Manufacturer narrative:
Qn#(B)(4). One-unit of trapliner was returned for evaluation. Blood particulates were noted within the lumen. Unit was decontaminated and inspected. Weld joint separation was confirmed. Minor kink was noted on the halfpipe lumen near the collar. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. Customer stated" trapliner broke into 2 pieces". Damages are likely to have occurred during use and handling. The IFU states the following precaution: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. As per the additional information received, the unit separated within the guide catheter. The separated piece was trapped with a balloon and pulled out along with guide catheter. No harm noted to the patient or anatomy. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the scrub tech, said the device broke into 2 pieces. No more information was provided." Additional information has been requested.